Event description:
It was reported to vyaire medical that the rt (respiratory therapist) staff reported an 'oxygen disconnect' alarm with the bellavista 1000 us unit. Device logs show that the device was on a patient during these alarms. No patient harm was reported.

Manufacturer narrative:
D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H11: vyaire medical was able to verify the reported issue. The suspect device was returned for evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top-level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test. There were no alarms or warning messages. After a 30 minute warmup, external o2 gas supply hose was connected to the bellavista unit and the power/battery/o2 dropdown banner displayed successful o2 connection. Circuit ¿e¿ test, two point o2 calibration, o2 valve offset calibration, self-test, o2 valve test, and test base unit were performed and passed without issue. O2 gas path test was performed and found that the press o2 regulator to read 2.84 bar which is outside of the expected specification. Defective o2 pressure regulator triggered the alarm 388 and 271. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.